Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 110b "proximal pressure sensor autozero failed" error occurred during device setup. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred during device setup. The remote service engineer (rse) informed the customer of the recommended repair steps according to the service manual. The rse also provided the customer with the replacement part numbers of the solenoids and da pcba for repair. The customer ultimately reseated the data acquisition pcba, and the problem was resolved.